Manufacturer narrative:
The device was manufactured october 20, 2017 ¿ october 23, 2017. The device was received for evaluation with fluid inside the sealed yellow bag that contained the fluid. Visual inspection revealed that the blue winged luer cap was untightened. No signs of cracks or damage were found on the blue winged luer cap or the white luer. A functional leak test was performed by filling the device with water and manually attaching the blue winged luer cap to the device. During filling and the next day, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The reporter stated that there was liquid outside the pump. The reporter further stated that there were solid white deposits outside the pump due to crystallization of the solution in the overpouch. The device had been filled with fluorouracil. This occurred before use. There was no patient involvement. No additional information is available.